Event description:
Nurse went into patient room when the IV infusion pump beeped completed. Nurse noticed fluid dripping from the area of IV tubing between the IV bag and some point on the drip chamber of the IV tubing. Approximately 20 mls of fluid was on the floor. IV bag and tubing was empty up to the point of pump insertion. Nurse was fully gowned and gloved and chemo spill protocol was followed in the clean up. The exposed chemotherapy did not touch patient or any staff member.